Event description:
Customer reported no reactivity with vra115 cells 2 and 7 (jka-b+) and a pt sample containing anti-jkb. Customer stated that the antibody screen was positive, however, only vra115 cell 5 reacted. Add'l testing was performed and an anti-jkb showing dosage was identified. Customer reviewed results with vra1115 and observed that cells 2 and 7 were jka-b+ and did not react. Customer stated no reports of any discrepancies with any other pts or with qc testing. No erroneous results were reported. No death or serious injury was associated with this incident.